Event description:
Medwatch report from user facility indicates that pt was undergoing operative arthroscopy left knee, anterior cruciate ligament reconstruction with tibialis allograft and medical manisectomy. Using a drill guide, guidewire was introduced 7 mm anterior to the over-the-top position. Guidewire was drilled into the femur. Guidewire could not be passed through the soft tissue of the thigh. When guidewire was returned it was noted tip had broken off. Utilizing x-ray control, a johnson jaw was placed in the distal femur, ant & lat. Probing showed the drill point in the bone. Wound was irrigated with antibiotic solution and closed with skin staples. No problems anticipated and no extraction planned.